Event description:
It was reported that during a therapeutic laparoscopic stoma creation procedure, the tissue pad on the sonicbeat device peeled off. The detached pad did not fall inside the patient. The incident caused a procedural delay of less than 30 minutes, after which the surgery was successfully completed using a backup olympus device. No abnormalities were noted during the pre-use inspection, and there were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of the tissue pad on the sonicbeat device that peeled off was not confirmed. Based on the available information from the complaint and the findings of the investigation, it was not possible to determine the root cause of the event because the tissue pad was intensively worn out and partially missing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.